Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The rv lead was repositioned to the left bundle placement. This lead remains in service. No additional adverse patient effects were reported.